Event description:
It was reported that a patient underwent a gynecological procedure on (B) (6) 2009. During the procedure, the device did not function properly. The caller could not provide any additional information about the event or the procedure, but stated that the case was successfully completed using the same device with no adverse patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Broken pneumatic switch. Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a broken pneumatic switch which would cause the unit to function improperly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.